Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B) (6) 2010, the patient was implanted with the gore tag thoracic endoprosthesis to treat a thoracic descending aortic aneurysm following debranching of the ceiliac and superior mesenteric artery. Final angiogram showed no endoleak and the procedure ended. The patient tolerated the procedure. On (B) (6) 2010, the patient experienced paralysis in his lower extremities with a fever and drop in blood pressure. A CT showed blood flow in the celiac and superior mesenteric arteries. The patient was transferred into the ICU and given a blood transfusion, but the patient was in acidosis. By (B) (6) 2010, the patient's renal function deteriorated and the patient developed disseminated intravascular coagulation and expired.